Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: ref MFR report #: 1627487-2014-12356. It was reported the pt has never received effective stimulation on the right side. Reprogramming was unable to provide effective stimulation therapy. The pt reported unintended stimulation on the left side. Surgical intervention will be taken at a later date to address the issue.